Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during set-up, the connection near the arterial filter was broken. There was no pt involvement as this occurred during set-up.

Manufacturer narrative:
Terumo received the actual sample and the investigation was completed on (B)(4) 2012. Visual inspection noted no anomalies. Magnifying inspection of the joint between the purge line and the oxygenator module confirmed the complaint, the adhesion between the two components had been partially separated. A review of the device history record noted no production related problems. This type of damage is consistent with a shock and pulling force applied during set-up or transportation. The completed investigation and additional info deemed this MDR reportable on (B)(4) 2012. (B)(4). All available info has been placed on file in quality management for appropriate tracking, trending and follow up.